Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: use caution when changing power settings. Use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. High power settings, and prolonged use may result in damage to the insulation or probe tip or patient burns. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the device aes-90sn, aes-90sn probe assy, suct, sin was being used during an unspecified surgical procedure on (B)(6) 2023 and that the ¿probe has become very hot. Smoke development within the joint caused the patient to suffer a burn on the ventral upper arm of approx. 3-4cm in length. A chipped piece of plastic was noticed on the probe¿. The procedure was completed with use of an alternate aes-90sn device and no delay was reported. Further assessment revealed that "the degree of burn was 1st degree. No further intervention was required. The patient has now been discharged". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A sales representative reported on behalf of a customer that the device aes-90sn, aes-90sn probe assy, suct, sin was being used during an unspecified surgical procedure on 22aug2023 and that the ¿probe has become very hot. Smoke development within the joint caused the patient to suffer a burn on the ventral upper arm of approx. 3-4cm in length. A chipped piece of plastic was noticed on the probe¿. The procedure was completed with use of an alternate aes-90sn device and no delay was reported. Further assessment revealed that "the degree of burn was 1st degree. No further intervention was required. The patient has now been discharged". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Update: examinations of the returned used device, item aes-90sn confirm the reported problem, and found plastic heat shrink tube damaged. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 1 report, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: use caution when changing power settings. Use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. High power settings, and prolonged use may result in damage to the insulation or probe tip or patient burns. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the device aes-90sn, aes-90sn probe assy, suct, sin was being used during an unspecified surgical procedure on (B)(6) 2023 and that the ¿probe has become very hot. Smoke development within the joint caused the patient to suffer a burn on the ventral upper arm of approx. 3-4cm in length. A chipped piece of plastic was noticed on the probe¿. The procedure was completed with use of an alternate aes-90sn device and no delay was reported. Further assessment revealed that "the degree of burn was 1st degree. No further intervention was required. The patient has now been discharged". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text: device not yet received.